Manufacturer narrative:
Failure analysis revealed that the insulin pump had frozen on the button error alarm as a result of a corroded button key pad trace and corrosion on electronic assembly and motor.

Event description:
The customer reported that the insulin pump was dropped in the pool and alarmed button error. Troubleshooting was performed. The customer stated that the alarm could not be cleared. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.